Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): all conductors fractured, blood noted on proximal conductor, lead flexed, and outer insulation had cosmetic cut, breached cut, and cosmetic depression; full lead returned and analyzed.

Event description:
It was reported that the patient went to the emergency room, where the physician found no pacing, a polarity switch to unipolar, and undefined high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.